Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and may have been lost within the body. The report stated that the pt performed a site change. When the site was removed, it was noted that the cannula was missing, it could not be seen coming out of the skin nor was it in any way attached to the plastic base.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When, and if, the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.